Event description:
The patient experienced shocking/jolting when her settings were increased following a fall down some stairs. The physician believed that since the patient fell, the leads were probably effected because of the shocking. The leads were explanted and replaced.

Manufacturer narrative:
(B) (4).